Manufacturer narrative:
Investigation results: visual evaluation revealed that the needle and sheath were kinked near the handle with the sheath length adjust set at 3. The distal section of the needle was broken; the broken section was returned in a petri dish. The distal end of the needle and stylet were bent. The echogenic pattern was present in both broken sections. Functional analysis revealed that there was some resistance while advancing the needle. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the 10 r during an endobronchial ultrasound procedure performed on (B)(6) 2017. According to the complainant, during the procedure on the second passage, the physician advanced the needle 1cm at the end of the scope. While continuing to advance the needle, resistant was felt and it was no longer visible. When the image came back the needle was detached into the mucous membrane. The physician tried to retrieved it using a biopsy forceps in an echo-endoscope but it failed. She replaced the echo-endoscope with a standard bronchial endoscope and was able to retrieved the needle using a biopsy forceps. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the 10 r during an endobronchial ultrasound procedure performed on (B)(6) 2017. According to the complainant, during the procedure on the second passage, the physician advanced the needle 1cm at the end of the scope. While continuing to advance the needle, resistant was felt and it was no longer visible. When the image came back the needle was detached into the mucous membrane. The physician tried to retrieved it using a biopsy forceps in an echo-endoscope but it failed. She replaced the echo-endoscope with a standard bronchial endoscope and was able to retrieved the needle using a biopsy forceps. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.